Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the high flow insufflation units had air leak on solenoid valve. There was no patient involvement.

Manufacturer narrative:
Updated fields : h2,h11 corrected fields: h9 it was previously reported that this report was related to corrective action #fy24-omsc-06, fy24-omsc-19, however that was reported in error, and this should not have been in the h9 field. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
No additional information received from the customer.

Manufacturer narrative:
It was previously reported that this report was related to corrective action #fy24-omsc-06, fy24-omsc-19, however that was reported in error. Corrected fields :h9 updated fields : h2,h11 should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.